Event description:
The event is reported as: complaint alleges that the et tube occluded about 48 hours after the patient was admitted to the ICU. Complaint states that the patient had substantial infections (septic). Medical staff attempted to bag the patient and had to eventually reintubate the patient. Twenty four hours later; the same occurrence happened to the patient. Complaint indicates that the patient condition is currently well.

Manufacturer narrative:
Evaluation: results, the DHR could not be performed, because the lot number was unknown. The sample was not available, therefore, the complaint could not be confirmed. Conclusions: device not returned. No evaluation will be performed. If the sample becomes available the investigation will be reopened.